Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed..

Event description:
It was reported that the single-use holmium laser fiber cracked at the tip while being advanced through the ureteroscope, which was deflected in order to laser in the lower pole of the kidney. The procedure was completed with another fiber. There were no injuries or additional procedures reported, and no fragments of the fiber were left in the patient.